Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with prolonged hyperglycemia and recurrent hypoglycemia while using the ilet system, including high readings for approximately nine hours with alerts for sustained hyperglycemia and a lowest glucose of 55 mg/dl for about one hour with low and urgent low alerts; the user treated lows with oral glucose and did not use backup therapy or seek medical care. Symptoms included episodes of high and low blood glucose without loss of consciousness or other acute complications. Outcomes included the need for frequent oral carbohydrate intake to correct hypoglycemia and interruption of usual meals, without hospitalization or external assistance. Investigation included review of the reported event details and user-reported device behavior. Investigation of this case revealed no device malfunction reported and no contributory external factors identified such as steroid use or ketones, and the cause of the glycemic variability remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.